Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Follow-up for additional event information was conducted utilizing work instruction wi-7915. No additional information was obtained. A search of the complaints databases finds no other related or similar reports against the product and lot code combinations since their release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Review of provided patient x-rays finds the m/l view shows decreased radiographic density behind the anterior flange of the femoral component as compared to the surrounding substrate. The a/p x-ray shows decreased radiographic density on the lateral side for both femoral and tibial component directly proximal and distal respectively as compared to the surrounding substrate. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient experienced painful knee for sometime. X-rays indicated that one or more component may be loose and a decision was made to open the patient to evaluate component fixation. On opening knee, it was noted that femoral component was loose.